Event description:
It was reported that this right ventricular (rv) lead dislodged shortly after implantation, presenting undersensing, sensing issues and loss of capture. The device was reprogrammed so only the atrium was sensed and paced. The patient presented inframammary pain and discomfort. The dislodgement was confirmed by pacer testing. The device was repositioned and remains in service. No additional adverse patient effects were reported.